Event description:
It was reported that the pump was defective and unrepairable due to error code 80. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: d3 manufacturing establishment name updated. D3 manufacturing plant address, city, and zip code updated. H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation.